Event description:
On (B)(6) 2011, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On an unk date, a computed tomography revealed a proximal type I endoleak. No aneurysm growth was noted. On (B)(6) 2012, the pt was implanted with a comformable gore tag thoracic endoprosthesis to treat the proximal type I endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg records for the devices verified that the lots met all pre-release specifications.